Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center image disappeared on the serial digital interface terminal. The doctor changed the screen output from serial digital interface to digital visual interface to complete the procedure. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, d9, d10, g2, h3, h4 and h6. Correction to field: a1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the inside of the video connector of otv-s190 was checked, and it was confirmed that liquid marks and dust had adhered. Since the indication phenomenon was not reproduced, it was not possible to determine the cause. Olympus will continue to monitor field performance for this device.